Manufacturer narrative:
There was no battery issue with this device. The previous analysis was reported in error. The correct analysis is attached to this report now. Upon receipt, the ICD was interrogated, revealing the eri battery status, 199 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified, indicating the eri battery status to be as expected. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, the manufacturing process for the ICD was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, partially leading to therapy delivery confirming the clinical observation. Thorough analysis of the device proved the ICD to be fully functional. There was no indication of a device malfunction.

Event description:
Device explanted due to eri indication with unexpected battery behavior. Should additional information be received, this file will be updated.